Event description:
It was reported that during a trochanteric fixation nail procedure on (B)(6) 2013, the distal locking screw missed the hole on a short trochanteric fixation nail. The locking screw was drilled through the targeting device and the drill bit drilled posterior to the nail. The surgeon had to free-hand the hole for the screw. He noted afterward the aiming arm may have been loose. The procedure was delayed between 14 and 30 minutes. It was reported that the surgery was completed successfully. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. During this evaluation, the returned devices were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The construct assembled and the helical blade aligned and passed through the trochanteric fixation nail as intended. There were no alignment issues experienced during this evaluation, therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. (B)(4)

Manufacturer narrative:
According to the manufacturing evaluation an aiming arm was returned for evaluation. The internal and external surfaces were worn and dented from use in the field. The gage was not available and gage pins from a different gage were used in its place and passed. The function, material and relevant dimensional check passed therefore this complaint is invalid.